Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice presented an electric shock. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Customer informed "electric shock" as a static discharge from the patient. A static discharge is not a reportable malfunction. The device was not returned for analysis; therefore, no evaluation could be performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.